Event description:
Strap separated from the device during a training session. The mat is intended for single use. (B)(4).

Manufacturer narrative:
The device was being used during a training session. It was being demonstrated to a trainee. The mat is intended for single use. It is not known how many times the device was used before the strap separated. According to 21cfr803 22 (b) (1) an alleged device-related adverse event did not occur.